Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd pegasus¿ safety closed IV catheter system was found leaking as "nurse found blood leaked from the connection part between catheter and adapter after punctured. This issue has occurred four times in the same department. Patients were children with hand-foot-and-mouth disease". There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd pegasus¿ safety closed IV catheter system was found leaking as "nurse found blood leaked from the connection part between catheter and adapter after punctured. This issue has occurred four times in the same department. Patients were children with hand-foot-and-mouth disease." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
A sample and photo were received for the purpose of our investigation. Our investigators were able to observe the reported failure mode in the sample provide, a small split was observed in the catheter tubing. Additionally the batch record also was reviewed, no related abnormalities were found. The most likely root cause is due to abnormalities in the incoming raw materials. Bd is continuing to track and trend for this issue. Investigation conclusion: (B)(6) continue to collect information. Based on the current investigation information, it may be caused by abnormalitly of the raw material.

Event description:
It was reported that during use a bd pegasus safety closed IV catheter system was found leaking as "nurse found blood leaked from the connection part between catheter and adapter after punctured. This issue has occurred four times in the same department. Patients were children with hand-foot-and-mouth disease." There was no report of exposure, injury or medical intervention needed.